Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a repeated "force sensor background test" errors. The reporter already replaced the force sensor and force sensor board, but it did not resolve the issue. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed which found a broken plunger cable, a damaged lcd screen and a broken top/bottom housing. The customer's problem was verified. There was force sensor background test error. The plunger cable, lcd screen and top/bottom housing were all replaced in order to fix the issue.